Manufacturer narrative:
The quattro catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized for fever management. The patient's temperature prior to ivtm therapy was 35.5°c. The thermogard console was set to a target temperature of 32°c. A zoll quattro catheter was inserted from the left femoral vein by an experienced physician. Catheter insertion was smooth. Ten minutes after the treatment was initiated, upon arriving from the cathlab at the ICU, medial lumen of the quattro catheter was observed dissected. The patient's temperature when issue was noted was 32.9°c. The catheter was exchanged and the treatment was restarted. No patient consequences were reported.

Manufacturer narrative:
The reported complaint was confirmed. Visual examination found the medial lumen stretched/extended and a crimp mark was found on the shaft distal to the manifold. The physical damage found was likely due to mishandling. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process.